Event description:
(B)(6) 2022 when candida was found in the patient's culture, he was hospitalized on (B)(6) 2022 in order to have his pd catheter (not a fresenius product) removed due to the severity of infection. The patient was given a central vascular catheter during this hospitalization in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).